Event description:
It was reported that the patient said his heart is "out of sync" and heard the patient alert tone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.